Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos provided show an implanted single piece lens. There appears to be a mark/material on the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the optic of the lens had a long mark on the posterior surface. Additional information was received stating that the lens was left implanted in the patient's eye.